Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx2 bifurcated stent graft. Approximately two (2) years post initial procedure, the patient presented at routine follow-up with an expanding aneurysm sac (unknown diameter) and no identifiable endoleak. The physician plans to re-intervene and surgery has been scheduled. Patient is reportedly in stable condition and at home. Additional information: clinical assessment identified that a type ii endoleak also occurred, which is an anatomy-related event and not attributable to the device. Therefore, this complaint is no longer reportable as there is no alleged deficiency related to the identity, quality, durability, reliability, safety, effectiveness, or performance of the device.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported aneurysm sac growth is unconfirmed due to a lack of comparative image study. This is not consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest a type ii endoleak occurred that was not included in the event as reported. This finding was discovered during an examination of the 25-month post implant CT (computed tomography) scan. The most likely causation for the reported event is anatomy-related; the contributing factor for the reported sac growth is likely the type ii endoleak (from the lumbar artery and inferior mesenteric artery). In addition, the aortic neck is unprotected, as only the main body was implanted, and this could have also contributed to the event. No procedure-related harms were identified. The final patient status was reported as stable and pending re-intervention. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: b5 describe event or problem, g3 awareness date , h6 medical device problem codes; remove 4065, h6 investigation finding codes; remove 3233, h6 investigation conclusion codes; remove 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx2 bifurcated stent graft. Approximately two (2) years post initial procedure, the patient presented at routine follow-up with an expanding aneurysm sac (unknown diameter) and no identifiable endoleak. The physician plans to re-intervene and surgery has been scheduled. Patient is reportedly in stable condition and at home.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.